Manufacturer narrative:
Device passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test at 0.08700 inches. No unexpected insulin flow blocked alarm noted. The test guardian link communicates properly to the device noted. No unexpected constant calibration noted. The adapt tool confirmed the unloaded voltage and loaded voltage was within specification range. Device received with normal operating currents. No unexpected battery alerts or alarms noted during testing or in the device trace download. Device received with scratched case, pillowing keypad overlay and minor scratched lcd window. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized for high blood glucose. Blood glucose reading at time of hospitalization was over 600 mg/dl and 483 mg/dl at the time of the call. The customer stated they tested positive for ketones, nausea, difficulty breathing when walking, and feeling tired. The customer was hospitalized for two days starting on (B)(6) 2020 to (B)(6) 2020. The user alleged the insulin pump was under delivering insulin due to their hospitalization. Following troubleshooting, it was indicated that the pump was functioning normally. Troubleshooting for the customer¿s high blood glucose was declined. Customer reports that the pump was exposed to x-rays/cat scan prior to the hospitalization. The customer also reported multiple calibrations and multiple insulin flow block alarms prior to hospitalization. Customer reports insulin pump system has not been in use within 48 hours of reported high bg/hospitalization event. Auto mode was not active at the time of the event. The customer¿s blood glucose at the time of the call was 483 mg/dl and was treated with insulin pump and manual injections. The insulin pump will be returned for analysis.